Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.

Event description:
Boston scientific crm received info that less than two months post implant the right ventricular (rv) lead dislodged. Since the pt is young and active, the physician was concerned that leads were not long enough, so he opted to replace both the rv and right atrial leads with longer leads. At that time the pt also requested that the device be repositioned from a sub-pectoral position to a sub-cutaneous position on the right side. The leads were sent to the hospital's pathology department and will not be returned for analysis. If additional info should become available to our company, this event would be updated as necessary.